Event description:
Customer reported the insulin pump kept alarming weak signals with the sensor. Customer was also hospitalized due to low blood glucose. Customer did not want to report further information. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.